Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for evaluation. The issue was resolved (the image displayed) by selecting sdi on port a of the viewing monitor. Based on the results of the investigation, it is likely that the cause of the image issue was due to a synchronization signal on the viewing monitor. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. The field service engineer received trouble shooting instructions from the olympus technical assistance center (tac). The e309 light source connection error was resolved and the monitor now has an image. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the field service engineer (fse) that during setup of the video system center with the light source and liquid crystal display (lcd) monitor, there was an e309 light source connection error. The secondary monitor could not get an image, but there was power. There were no reports of patient involvement.